Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the adhesive of the male external catheter was too strong.

Event description:
It was reported that the adhesive of the male external catheter was too strong.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use on irritated or compromised skin. Do not use if allergic reaction occurs. Not made with natural rubber latex. Consult instructions for use keep dry keep away from heat"